Event description:
It was reported that a patient presented with signal artifact noted on the patient's right atrial lead. The lead was capped and replaced on 10 jul 2024. The patient was stable throughout.